Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
A piece of the impactor broke during surgery and was left in the patient. The patient was taken back to the operating room later and the piece was removed.